Event description:
It was reported that a user experienced severe hyperglycemia with a blood glucose around 400 mg/dl and then entered multiple non-food ¿ghost¿ meal announcements in the ilet system as attempted corrections, after which education was provided on the risks of this practice. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for user counseling without medical intervention or hospitalization. Investigation included a review of device use and user technique, with troubleshooting and education provided. Investigation of this case revealed improper use related to meal announcement inputs rather than a device malfunction, and no device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect correction behavior.

Manufacturer narrative:
Initial.